Manufacturer narrative:
E1: patient city -(B)(6) patient country - united states.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced infusion set tubing detachment event on (B)(6) 2025. The detachment was from the site. The infusion set was in use for same day when it was inserted. The blood glucose levels was high and patient treated with manual bolus. No further information available.